Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessing was the user facility and recommendation by olympus had difference of recognition on device handling and reprocessing steps. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the user facility staff did not use brushes to clean channels. They just wiped down the scope and used a 30cc syringe to flush the suction valve. They did not flush suction connector with 30cc of detergent or let the scope soak for recommended time. The ess provided reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff with reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus was informed that during an onsite visit, the user facility staff did not use brushes to clean channels. They just wiped down the scope and used a 30cc syringe to flush the suction valve. Customer did not flush suction connector with 30cc of detergent or let the scope soak for recommended time. No patient infections or injuries reported.